Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post implant there was ventricular threshold elevation with no threshold stimulation on the right vent ricular (rv) lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.